Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation under the front therapy pad electrode. The patient went to the ER and was recommended to put a shirt in between the lifevest and the patient's skin to help with the irritation. The patient attempted to do this but received check therapy pad messages as the electrodes need to be in contact with the patient's skin to work properly. The patient understood and did not put a shirt in between his skin and the electrodes. The outcome of the irritation is not known, as follow up attempts were unsuccessful.